Event description:
In 2005, patient had debridement and closure of an abdominal wound that had become infected following a c-section. The j-p drain was placed at the time. Two days later, the surgery resident attempted to remove the drain, but the drain broke into two pieces. 3-4 staples were removed, local anesthesia was administered. After probing the wound, the drain still could not be removed. Another surgeon came and was able to remove the other piece in its entirety.